Event description:
Potential epidural pump malfunction. The nurse reported that the amount left was less than the amount wasted when the cartridge was changed. According to the pump, there were 7.1 ml left in the cartridge. But when disconnected and wasted, 22 ml were found to be left. This equates to 14.9 ml. This could lead to observed or perceived increased needs for pain control and subsequent overdosing of opioid during transition to alternate form (oral) medication delivery. It was noted, however, that this patient's pain was adequately controlled. Patient had IV hydromorphone orders for breakthrough pain, but no prn hydromorphone was given per the medication record. Per another nurse, this had happened at the last cartridge change as well. Nurse indicated was unsure if patient has been underdosed due to pump malfunction. The pump was exchanged. Biomedical engineering inspection of the pump, pca cadd solis 2110: biomed tested the unit following the manufacturer's "annual inspection and testing procedures." Unit passed all tests and all values were in spec. No problem was found with this unit.